Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Medical intervention is considered but no date has been scheduled yet.

Event description:
The user visited the clinic for a review mapping. Upon performing in situ testing, affected channels were noticed. Further medical intervention is considered but has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user visited the clinic for a review mapping. Upon performing in situ testing, affected channels were noticed. Further medical intervention is considered.